Event description:
Patient was undergoing a right total knee replacement by an orthopedic surgeon. During the course of administering anesthesia, the srna did not hit the epidural space and had to pull back with the needle driver. In doing so, it was noted that the spinal needle tip was gone, that it had broken off in the patient's back. A neurosurgeon had to be called in to remove the needle from the patient's back. Anesthesiologist had been overseeing the srna during the case. Anesthesiologist obtained both parts of the needle. Per the anesthesiologist, the needle had retracted from the patient. The part is distorted now from the ronjour instrument used to remove it from the body. Prior to the extraction on x-ray, that part of the needle was straight except for the last 3mm, which was bent up slightly. Dates of use: (B) (6) 2010. Diagnosis or reason for use: administration of anesthesia for surgical case. Event abated after use stopped or dose reduced?: no.